Manufacturer narrative:
The system was examined and the reported event was not replicated. The aberrometer was subsequently replaced. The system was tested and found to meet product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore the root cause of the reported event is unable to be determined conclusively. (B)(4).

Manufacturer narrative:
The aberrometer was received at the for evaluation. A visual assessment of the returned sample revealed discoloration on the aberrometer cover. Additionally, a gap was noted at the aberrometer nose cover. The returned sample was connected to a cart and tested, and all measurements taken per mock surgery passed specification. Unrelated to the reported event, the wide field of view (wfov) was found to be out of specification. While the focus camera also failed manufacturing specification, it passed the product specification. As no issues were identified with the aberrometer providing accurate lens power recommendations, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the systems calculations were off. Additional information has been requested.